Event description:
Reporter alleged patient's blood glucose read 364 mg/dl at 12:02 on the inform system compared to a lab measurement of 135 mg/dl performed at 12:10. Reporter stated the patient was not exhibiting any hypoglycemic or hyperglycemic symptoms during the time of testing. No actions were reported taken or treatment was received by the patient. A request was made for the return of the suspect device and replacement product was sent.